Manufacturer narrative:
Patient reported that her hcp changed her vgo size from vgo 30 to vgo 20 due to hypoglycemia. Patient. Stated removing vgo before bedtime when her bg is <280. On the vgo 30 the patient has consistent nighttime/early morning hypoglycemia with the lowest bg value reported as 21. Patient. Has hypoglycemic unawareness with most bg events. When patient bg was 21 she was unconscious and required third party assistance with a glucagon injection by ems and was then transferred to the ER for further monitoring. Device was not returned for evaluation. There is no alleged device malfunction. The root cause is most likely the vgo 30 being more insulin than the patient requires.

Event description:
Patient reported that her hcp changed her vgo size from vgo 30 to vgo 20 due to hypoglycemia. Patient. Stated removing vgo before bedtime when her bg is <280 due to having had a bg of 21 and being unconscious some time around (B)(6). Patient stated that pre-vgo she was on lantus and novolog (doses unknown by the patient.); pre-vgo bg range reported as "low" to over 600. On the vgo 30 the patient. Has consistent nighttime/early morning hypoglycemia with the lowest bg value reported as 21. Patient. Has hypoglycemic unawareness with most bg events. When patient. Bg was 21 she was unconscious and required third party assistance with a glucagon injection by ems and was then transferred to the ER for further monitoring. Device was not returned for evaluation.

Manufacturer narrative:
UDI # provided. Initial reporter health professional : no. Initial reporter occupation : non health care professional.